Event description:
It was reported that when device was used during a laparoscopic roux-en-y, the device misfired. Not all of the staples deployed and a hole was left in stomach when attempting to complete the gastrojejunistomy. Another device was used to complete the case.